Event description:
It was reported that the patient passed away while on palliative care/end of life. The patient was very weak and palliative care was requested. The pump performed as intended. This was not considered device or therapy related. An autopsy was not performed. The device was not explanted and would not be returned for evaluation. The patient was in a wheelchair with no strength leading to palliative care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint. The patient was in a wheelchair with no strength leading to palliative care. The patient was in a wheelchair due to having no muscle strength. The device operated as intended until being decommissioned. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was in a wheelchair due to having no muscle strength. This started 1 year ago. The device was decommissioned.